Event description:
During a coronary drug eluting stenting treatment procedure the stent shaft broke. The target lesion was located in an unk lesion. The physician predilated the lesion and attempted to place a 2.50 x 12 mm taxus express2 drug eluting stent, but was unable to cross the lesion and a shaft break occurred. The procedure was successfully completed using a liberte stent. No pt complications were reported. The pt's status is reported as "satisfactory/good."